Manufacturer narrative:
(B)(4). Date of initial report: 01/06/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the jaws of the device would not open after sealing and cutting. The device was removed by pulling it from the tissue. The jaws had been cleaned frequently during use. No patient injury occurred, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 02/14/2017. One (B)(4) was received for evaluation. Visual inspection found tissue in the jaws. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The investigation identified the root cause of the reported event to be user error. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.